Event description:
It was reported that the patient experienced a lot of "dropped contact" from the dexcom g6 sensor and app. It was reported that the patient experienced a hypoglycemic event. The patient¿s sensor lost connection for an unspecified amount of time and no alerts occurred. When the sensor reconnected, the device alerted for hypoglycemia, and the patient's mother who is a follower was alerted and found the patient in bed, unresponsive, blue, and stiff. The patient was revived by her mother smearing syrup inside her cheeks. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).